Event description:
As reported by the user facility: (B)(4): pump overinfused - patient not harmed/male. Drug: pantoprazole. No medical intervention. Bag should have lasted 5 hours versus 1 hour with bag empty. Last serviced at highland med biomed on (B)(6) 2011 for pms. ICU dept/continuous therapy. Incident: (B)(6) 2012/ran 1 hour and bag empty. Returned to biomed. Set at 10 ml/hr w/50 ml bag. Will send in IV set.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The actual pump involved in the reported incident was returned for evaluation however, the IV set as indicated in the event description, was not returned with the pump. The volumetric accuracy was tested three times with a rate of 10.0ml/h and a 10.29ml volume to be infused. The results were all within specification at 10.23ml, 10.27ml and 10.20ml with no free-flow, door closed or opened. The pump's operation log was reviewed. On (B)(6) 2012 at 13:24:23 an infusion was started with a rate of 10.0ml/h. At 14:26:07 with a total volume infused of 10.29ml or 100.0% of the expected volume the kvo (keep vein open) near end message was displayed and the pump went into kvo mode at 3.0ml/h. At 14:26:10 the infusion was stopped and the kvo alarms were turned off and confirmed. At 14:28:16 the pump was placed on standby. At 14:46:47 the pump was taken out of standby. At 14:47:03 the infusion was re-started with the same rate of 10.0ml/h. At 14:49:19 the pump pressure was changed to level 5 and immediately a pressure alarm occurred. The infusion stopped with a total volume infused of 0.20ml or 52.6% of the expected volume. The pump under-infused by 0.18ml due to restriction/occlusion caused by the pressure being exceeded. At 14:53:15 the pressure alarm was turned off and confirmed. At 14:53:20 the infusion was re-started with the same rate of 10.0ml/h. At 15:00:20 the infusion was manually stopped with a total volume infused of 1.17ml or 100.0% of the expected volume. At 15:00:26 the pump door was opened and at 15:00:28 a "tube_drive_open_req" was selected. At 15:00:41 a tubing change was selected. At 15:00:44 the pump was powered off and was not used again for the remainder of the day. Per the operational log the last activity for the pump was on (B)(6) 2012 at 13:24:23. There is no indication a malfunction or over-infusion occurred. The log shows the infusion was manually stopped one last time at 15:00:20 and the pump door was opened and a tubing change was requested. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If the IV set is returned or additional pertinent information becomes available, a follow up report will be submitted.